Event description:
It is reported that the patient developed instability and was subsequently revised due to dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.